Event description:
Procedure type: urological. Put saline on the balloon and extended the incision with retractors, and inserted trocar into cavity. Using syringe, 20cc of saline was injected into balloon. Soon after scope was inserted, it was noticed the balloon was broken. New one was opened to complete procedure. No bleeding. No tissue damage. Nothing fell into cavity. No pt harm. Operating room time not extended.

Manufacturer narrative:
(B)(4).